Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The reported batch number 8485955 is not a finished goods batch number for this upn. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that 251 days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. There were multiple lesions located in the proximal right coronary artery (rca). The vessel was 4.00mm in diameter and 100% stenosed. The vessel was pre-dilated with a quantum maverick 4 .0x15mm balloon. Two taxus express2 drug eluting stents (des) (2 .50x16mm adn 3 .00x28mm ) were placed in an overlapping position in the proximal rca. The results were good. The patient received clopidogrel prior to the procedure during the procedure nitroglycerine, dopamine, cardene, reopro and nubain were adminstered; post-procedure altace, zocor, toprol, aspirin and clopidogrel were administered. Aspirin and clopidogrl were to be continued indefinitely. The patient stopped taking plavix and 251 days after the procedure presented with an inferior myocaridal infarction. Thrombosis was diagnosed in the previously placed taxus express2 3 .00x28mm des. The area was treated by ballooning with a maverick 2 .0x15mm balloon, a maverick 2 .5x15mm balloon, a maverick 4. 0x15mm, and a quantum maverick 4 .0x15mm. The results were good. Continued: the patient was reported in stable condition and back on plavix. It was reported that the physician's opinion was "the event was related to the stent procedure." No further patient complications were reported.